Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted via sheath per arrow instructions for use. The helium tube connected to the console. The size of the balloon was not recognized by the connector, the display showed 2.5cc. As a result, another tube from an iab-04840-u set was used without event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.